Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent on outer tube, dent on distal end, scratches on distal end, image out of field of view. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image out of field of view was due to curved outer tube. Based on the results of the investigation, most probable cause of the malfunctions dent on outer tube, dent on distal end, scratches on distal end, lens is curved was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a curved lens. There were no reports of patient harm.